Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Additionally, it was reported that the cartridge was damaged at the o-ring, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. It was also reported that the pump touch screen was delayed in responding to presses. Lastly, it was reported that the customer went to the emergency room due to unspecified "errors"; details and nature of event were not provided. No additional information was provided and the customer declined troubleshooting with tandem technical support.